Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
The external device displayed early replacement indicator. The wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.